Event description:
During a pre-discharged follow-up for an initial implant, inadequate capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement was confirmed. During a revision procedure, the rv lead suture sleeve was found to be sutured to fat tissue instead of muscle tissue. The rv lead was repositioned. The patient was stable with no consequences.